Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Skin graft mesher had incomplete mesh. This report is from a place that meshes cadaveric donor skin. There was no damage on the device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). On september 20, 2018, it was reported that the device produced an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was may 14, 2018 where it was reported that the device was producing an incomplete mesh and the roller and roller gear were replaced. The 1.5:1 ratio cutter, serial number (B)(4), produced an incomplete cut and was deemed non-repairable after the worn bushings, gear and damaged hardware were replaced. The 2:1 ratio cutter, serial number (B)(4), produced an incomplete cut and was deemed non-repairable after the worn bushings, gear and damaged hardware were replaced. This is not a related issue. Product review of the skin graft mesher on september 20, 2018 revealed that the roller, roller gear, carrier guide, and shoulder bolts were damaged. The calibration was out of specifications and the device produced a failing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 20, 2018 which included replacement of the gear, carrier guide, roller, and shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the calibration was out of specifications and the device produced a failing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the calibration was out of specifications and the device produced a failing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete cut and were deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.